Manufacturer narrative:
D10 concomitant products: 176630b, 176630b endoclip iii 5mm applier m/lx6 (lot#:j4c4158y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intraoperatively, the first clip applier could be used normally for several shots but suddenly became unable to load clips partway through. A second one was taken out, but this time the handle could not be squeezed from the beginning. Additionally, it was noted that a misalignment was confirmed when looking at the tip part. A third one was taken out and used without any problems, and the operation was successfully completed.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the presence of clips in the tube of the instrument. The instrument was received with a clip protruding from the side of the jaws. The clip was removed prior to functional testing. Inspection of the jaws noted they were misaligned. The instrument handle was flaccid. Functional testing found that the instrument was unable to be cycled as the handle was not connected to the internal linkage. The instrument was dismantled for visualization of trigger and internal components. It was observed that the wishbone link had disconnected from the trigger handle and was cracked. Due to the damage to the wishbone link could not reattached and further functional testing was precluded. It was reported that the handle could not be squeezed from the beginning and that a misalignment was confirmed when looking at the tip part. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the instrument squeeze, the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.